Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g46, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer called to report that he performed control tests on the contour next one meter and obtained readings of 231 mg/dl and 176 mg/dl, which were above the reference range. During the call, the customer performed three additional control tests. Two out of three control readings were 177 mg/dl and 147 mg/dl. While, one of three control readings was displayed as an error message of e20, which is indicative of testing error. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.